Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the mitral valve replacement, the surgeon noted that the 4-0 proline suture was snapped in two along the suture line causing the right side of the valve to dehiscence from the mitral annulus. This led to torrential mitral valve regurgitation and the need for a valve replacement. Patient status: unknown. Patient medical history: complex cardiac history.